Manufacturer narrative:
One of the hospital's biomedical engineers confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed "vext_ref out-of- range" during power on self test. This alarm caused a loss of mechanical ventilation. There was no report of patient involvement.&#842;